Event description:
The pt underwent implantation of an interstim system for urinary dysfunction in 2000. The pt called the MFR and reported a knot, burning, and jolting at the implant site. The MFR referred the pt to the physician. The hcp has not yet responded regarding his assessment, pt treatment, and pt outcome. A follow up report will be sent when additional info is received.